Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited a loss of capture and sensing along with high impedance measurements. The lead was capped and replaced.